Event description:
It was reported the pt had been admitted to the hospital due to fever; the thoracic lead incision was infected and fluid was draining. Follow up identified the physician had debrided the site, and the pt was placed on antibiotics. It was reported the pt had a staph infection. On (B)(6) 2012, the scs system was turned on. It was reported the incision site was still red, however, the effective stimulation was achieved. The physician kept the pt on an antibiotic regimen.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.